Event description:
It was reported that the subject device had poor image quality. It was for an unknown therapeutic procedure and unknown when the reported problem occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water immersion in the camera cable and water on the scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: water immersion in the main body image capture and adhesions on the main body lens are assumed to have caused image blurring due to changes in humidity. It is likely the camera cable has a flaw (hole), and it cannot be airtight, and moisture has penetrated into the inside, which is assumed to have caused flooding of the camera cable and main unit image capture. A definitive root cause could not be determined for the water on the scope mount. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.